Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to an unknown cause. The customer's son did not know the blood glucose reading at the time of death. He stated that his mother had experienced high and low blood glucose levels due to not being able to grasp the concept of using the insulin pump. He reported that she was not wearing the insulin pump at the time of death and that it had been found on the coffee table beside her. He was unsure how long she had been disconnected from the device but noted that she was in the middle of changing an infusion set while she had it disconnected. He stated he was 99 percent sure that emergency workers did not remove the insulin pump from the customer at the time of death. The insulin pump could not be returned for analysis because the caller had discarded the device along with the blood glucose meter. Nothing further reported.